Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was variable, and oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial reported event of lead fracture and reprogramming was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: dtba1d1 crt-d, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is far field r-wave (ffrw) oversensing on the atrial lead. The atrial lead was reprogrammed and remains in use. Additionally, it was reported that the right ventricular (rv) lead is fractured. Reprogramming was done and the rv lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2019: it was further reported that there were noise intervals and oversensing on the near field rv electrograms for the right ventricular (rv) lead. There was high and undefined pacing impedance and erratic impedance trends. The physician and patient have now agreed it was time to replace the rv lead. Thus, the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a venogram prior to the right ventricular (rv) lead revision procedure revealed complete occlusion of the left axillary-subclavian venous system. The patient was then referred that implantation of the new rv lead be from the right pectoral and tunneled to the left pectoral pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.